Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three appropriate treatments, two which did not convert the arrhythmias and one which converted the arrhythmia to a slower rhythm. The device was started up at 12:24:07 on (B)(6) 2023. At 09:08:48 on (B)(6) 2023, an arrhythmia was detected. ECG shows sinus rhythm @ 80 bpm with pac¿s and pvc¿s. The rhythm then degraded to vt @ 210 bpm. At 09:09:24, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 240 bpm. The post shock rhythm was vt @ 230 bpm. At 09:09:54, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was vt @ 250 bpm. At 09:10:27, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was idioventricular rhythm @ 90 bpm with pvc¿s. The electrode belt was disconnected at 14:54:00 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.